Manufacturer narrative:
One lf5544 was received for evaluation. Visual inspection found half of the clear boot was missing. The missing portion was not returned. The customer reported that the insulation around the neck of the instrument started to peel off. The reported condition was confirmed and the sample failed hipot testing. The investigation identified the root cause of the reported event to be user error. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. If information is provided in the future, a supplemental report will be issued.

Event description:
Upon receipt for investigation a piece of the insulation was missing. The customer confirmed that nothing fell into the patient cavity.

Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the insulation around the neck of the device started to peel off. No piece of the insulation fully detached. There was no patient injury, and a new device of the same type was used to continue the procedure.